Manufacturer narrative:
Additional information reported the damage was noted in transit. Product was no longer sterile. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the abre stent was never implanted due to packaging issues discovered prior to use. The outer packaging was damaged, and the inner packaging was also compromised. The sterile packaging was not intact. The IFU (instruction for use) wasfollowed during preparation, procedure, post-procedure. The device was not used in the patient, and a new abre device was used to complete the procedure. No patient complications have been reported as a result of this event.